Manufacturer narrative:
(B)(4). (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Report should be product problem/malfunction only. Date of report: initially reported as january 11, 2016 but should be january 21, 2016. Device is distributed in the united states. Device broke during insertion; device was not implanted/explanted. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that there was no broken piece of the screw remained in the patient's body.

Manufacturer narrative:
Device investigation summary ¿ the screw head of article 04.503.104.01s was the only item received for investigation. The complete length of the threaded shaft that broke off was not returned. A small piece of the screw head that broke along the recess was returned as well. The relevant dimensions of the drill bit could not be verified due to the damage. As the lot number was not provided it was not possible to determine when this screw was manufactured, or further investigate. It is most likely that too much mechanical force while inserting the device into the bone caused the breakage of the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis patient information not provided by reporter. Unknown if screw was broken before or during surgery. Device is not distributed in the united states, but is similar to device marketed in the USA not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the head part of the screw in question was broken while the surgeon was tightening it. There was a possibility that the part of the screw remained in the patient's body. Thus, as of today, no patient harm was reported. No surgical delay was reported. This report is 1 of 1 for (B)(4).